Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
Medwatch: mw5177886. It was reported that the pump displayed a red screen without any message and continuously beeped; after the patient removed and reinserted the batteries, the device showed a "signal lost" message. The patient then switched to her backup pump and resumed drug delivery. The issue occurred while in use with the patient. The pump issue has been resolved.